Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose level, on unknown date, and with blood glucose level of 23.0 mmol/l. Customer was give some insulin. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.